Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance from technical support, confirmed error did not reappear after reset, and successfully started new sensor session.